Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012698029 was returned and analyzed. Visual inspection was conducted. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, the spiral array pebax tube was observed to be kinked. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms were conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Electrical continuity test did not reveal any anomalies. Visual inspection of the handle was performed during dissection. The inspection revealed the presence of blood inside. In conclusion, the catheter failed the return product inspection due to the spiral array pebax tube observed to be kinked medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, blood was seeping from the catheter handle and continued to ooze during the surgery. Despite this issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.